Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition, however a cracked bottom case was noted. Review of the event history log revealed a reverse travel clutch error prior to pump's return to smiths medical. Occlusion tests were performed on the pump, and the customer's complaint was verified. The root cause was determined to be the right plunger case not set properly on the timing plates. As a result, the clutch half's left and right with leadscrew and spring were replaced. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical medfusion 4000 infusion pump had alarmed "reverse travel clutch error". No patient injury resulted.